Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3587a25, lot# n319663, implanted: (B)(6) 2012, product type: lead. Product ID: 3587a25, lot# n319664, implanted: (B)(6)2012, product type: lead. Product ID: 3587a25, lot# n317594, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was not able to use the patient programmer to turn stimulation on, the patient was not able to adjust stimulation, and the display was showing ¿call your doctor¿ icon. There was a power on reset (por) condition. The patient saw the information por icon on the patient programmer screen. It was reviewed how to clear the por and the patient confirmed she was able to do so and turn stimulation back on. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not have concerns with her device or therapy and they ¿fixed it.¿